Event description:
It was reported that a piece of the wound drain broke off within the patient, which required surgery for removal.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿in case drain should migrate, there is a white barium sulfate line on the entire length of the tubing that will show up on an x-ray." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that a piece of the wound drain broke off within the patient, which required surgery for removal.